Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had open wounds on her side from the shoulder straps rubbing against her skin. The patient's nurse applied a cream/ointment and padding to the affected areas. The medical outcome of the open wounds is unknown, as the patient passed away due to unrelated reasons.